Event description:
The patient was seen at the implant center for device evaluation in 2001. Testing conducted at the center demonstrated patient's system was no longer functioning. Device explantation took place in 2001.